Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). There was no compromised force sensor system alarm noted. The pump had a scratched display window, cracked display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 150 mg/dl at the time of incident. The customer was advised to revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.